Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that the water feed set tube on an mr290 autofeed humidification chamber came away from the bag spike. The hospital further reported that a nurse might have pulled on the tube when exchanging the water bag. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. A visual inspection was carried out to identify the reported damage. Results: visual inspection revealed that the spike and the feedset tubing were returned separated from each other. Sufficient glue was present around the spike tubing connection; however the glue had not bonded properly. A lot check revealed no other complaints of this nature for lot number 120522. Conclusion: the separation of the spike and feedset tube was due to the failure of the glue bond. We were unable to determine the cause for this. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the failure of the bond developed post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).